Manufacturer narrative:
It was noted that this lead was not available for return. If information is provided in the future, a supplemental report will be issued. Additional information has been requested. If additional information is received, this report will be updated.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited shock impedance measurements in the 150 ohms range. The patient received a shock from the device which showed shock impedances of 141 ohms. Technical services (ts) discussed troubleshooting options with the health care professional (hcp). No adverse patient effects were reported. The lead remains in service. Additional information was received which reported that a commanded shock was performed to test the integrity of this system, which resulted in a shock impedance of greater than 125 ohms. The most recent shock impedance was 190 ohms. No adverse patient effects were reported. The lead remains in service. Additional information was received which reported that the lead was later explanted and replaced due to the previously reported high shock impedances. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information has been requested. If additional information is received, this report will be updated.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited shock impedance measurements in the 150 ohms range. The patient received a shock from the device which showed shock impedances of 141 ohms. Technical services (ts) discussed troubleshooting options with the health care professional (hcp). No adverse patient effects were reported. The lead remains in service. Additional information was received which reported that a commanded shock was performed to test the integrity of this system, which resulted in a shock impedance of greater than 125 ohms. The most recent shock impedance was 190 ohms. No adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
Additional information has been requested. If additional information is received, this report will be updated.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited shock impedance measurements in the 150 ohms range. The patient received a shock from the device which showed shock impedances of 141 ohms. Technical services (ts) discussed troubleshooting options with the health care professional (hcp). No adverse patient effects were reported. The lead remains in service.